Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the pump and catheter were removed in (B)(6) 2016 due to wound dehiscence. It was indicated that the area had been infected. At the time of report, there was no patient injury and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.